Event description:
It was reported that during an low anterior resection procedure, severe bleeding from the staple line after firing of the cdh device. The rectum was temporarily packed to control the bleeding. Patient then leaked on day seven. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.